Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09989. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since the device has been in use for more than 13 years since manufactured, the OEM determined that the igniter substrate has failed due to deterioration due to long-term use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
A review of the device history record found no issues during manufacturing that would have caused or contributed to the identified issue. The failure of the igniter board is suspected to be due to normal wear and tear. The device was repaired and returned to olympus asset stock.

Event description:
The subject device is an olympus asset that was returned to a service center for evaluation. There were no complaints alleged by the customer. During the evaluation of the device, a failure of the igniter board was observed. There was no patient involvement, as the issue was identified during service.